Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11j06079 and h11h30072 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of unspecified infection, c-diff infection and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date in (B)(6) 2011, the patient was diagnosed with an unspecified infection. The nurse stated, the unspecified infection was possibly a sinus infection but was unable to provide any further information. On an unreported date in (B)(6) 2011, the patient started unknown antibiotics (dose, frequency, and lot number not reported) for the treatment of unspecified infection. On an unknown date in (B)(6) 2011, the patient developed (B)(6) and was hospitalized on (B)(6) 2011 for that event. On (B)(6) 2011, the patient was also diagnosed with and hospitalized for peritonitis. Treatment was not reported for clostridium difficile infection and peritonitis. The patient was recovering from the events. Dianeal therapy was ongoing. Concomitant medications were not reported. Per the nurse, the events were not related to dianeal therapy. The nurse also stated that the treatment with unknown antibiotics may have caused the clostridium difficile infection.